Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital as the device was beeping. Upon interrogation, a single low out of range impedance measurement was observed. A review of the daily measurements showed a gradual decrease in pacing impedance measurements since (B)(6). Recorded episodes showed noise, but there was not significant noise. Provocative maneuvers resulted in atrial noise, but not ventricular noise. A recent x-ray did not reveal any lead damage. It was indicated the patient would be followed remotely until the next scheduled follow-up. No adverse patient effects were reported.

Event description:
Subsequent information was received that a follow-up was performed. Noise and oversensing were reproduced with maneuvers resulting in pacing inhibition. The ventricular fibrillation zone was reprogrammed and the patient will continue to be monitored appropriately. No adverse patient effects were reported.